Event description:
During an incident in 2003 involving an unconscious pt found to be in cardiac arrest, this unit charged up to 300j but would not shock due to a low battery reading. CPR was initiated upon arrival. Ems arrived and their defibrillator was hooked up and used. The pt had a history of hypertension. The unit and battery were checked at the beginning of the tour and the battery registered full at the time.